Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Evaluation had the flowline run a flow test and delivered with error percentage of 4.285% which within the acceptable range. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a flow rate accuracy testing and with over 21ml during unspecified process in the biomed service department. No additional information is available.